Manufacturer narrative:
Results - bearing in the caster horn assembly.

Event description:
It was reported by service report that the patient left head caster horn bearing was worn. No patient involvement or adverse consequences are reported.